Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.